Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136113.

Event description:
It was reported that the patient only had one sided coverage due to lead migration. Bad muscle spasm was also reported. The patient underwent a revision procedure wherein the lead was moved and remains implanted. The patient was doing well postoperatively.